Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted the device delivered more than expected. Prior to testing, the device was returned to the biomedical department with a note that stated, damaged. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.